Event description:
The customer reported the aq5010v silicone three piece lens started to crack after in was loaded into the cartridge and they never seen this lens tear in that manner. Lens was never given to the surgeon and there was no patient contact. Customer stated there was not a loading error but an issue with the lens itself.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; cracks. Evaluation results: visual inspection of the returned lens showed half the optic and a haptic was torn off and stuck in the cartridge. The tip of the cartridge was damaged and there was a clear surgical residue on the device. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. An investigation into issues involving cracked optics on the silicone lenses has been begun and once it is completed a supplemental medwatch will be submitted. (B)(4).